Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump had a motor error alarm. Customer also experienced a high blood glucose and the blood glucose value was 253 mg/dl. The customer declined troubleshoot for low blood glucose. The product will not return for the analysis.